Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced meals on the ilet bionic pancreas to lower elevated glucose reported at 401 mg/dl without consuming carbohydrates, which represents an improper method and relates to user interaction with the device¿s user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an improper procedure related to meal announcements and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.